Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal itching on (B)(6) 2021, live birth, premature birth, pregnancy, parity 3, multi gravida and cramp on (B)(6) 2021, alcohol use, opiate analgesic supportive therapy, pain ankle, attention deficit hyperactivity disorder and anxiety on (B)(6) 2021, right lower quadrant pain, adnexal mass, uterine fibroids, cyst and abdominal pain on (B)(6) 2020 and loop electrosurgical excision procedure in 2004. Previously administered products included: percocet [oxycodone hydrochloride;paracetamol], diazepam, meperidine and atropine sulfate, mirena, adderall and albuterol hfa. Past adverse reactions to the above products included: itching with percocet [oxycodone hydrochloride;paracetamol] and diazepam and itching and dermatitis with meperidine and atropine sulfate. Concurrent conditions were listed as pelvic pain female since (B)(6) 2021 and endometrial ablation since (B)(6) 2020. On (B)(6) 2021,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy excision of sigmoid colon epiploica). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.1 kg. [Pathology test] on (B)(6) 2021: surgical pathology report: soft tissue, designated "epiploic of the sigmoid colon", excision: benign mature adipose tissue with vascular congestion and focal hemorrhage. ---- no cytologic atypia or inflammatory cell infiltrates identified. Uterus hysterectomy: focal benign attenuated endometrium. No cytologic atypia identified. Benign myometrium with focal hyalinization: (history of prior endometrial. Ablation). Benign cervix. Fallopian tubes, left and right excision : benign fallopian tubes with luminal sterilization wires: history of essure placement. Benign peri tubal cysts, right. Assessment: status post laparoscopic hysterectomy (primary encounter diagnosis) comment: benign pathology. Appropriate post operative course so far. Plan : encouraged continued restricted activity [pregnancy test] (date unknown): negative [ultrasound scan] on (B)(6) 2020: finding: transabdominal: the uterus is neutral and measures 7.8 x 3.2 x 4.9 cm. There was limited visualization of the endometrium and ovaries transabdominally. Transvaginal scanning was performed for better visualization of the endometrium and ovaries. The uterus is heterogeneous in echogenicity, which is nonspecific. Prominent myometrial and adnexal vessels are nonspecific. Impression: there is an echogenic structure within the lower uterine segment/cervical junction just superior to multiple nabothian cysts, measuring 0.6 x 0.3 x 0.4 cm, which could represent an endometrial polyp. No uterine fibroids. No ovarian or adnexal masses. The uterus is heterogeneous in echogenicity, with blurring of the endometrial myometrial junction. Findings raise the question of adenomyosis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of vaginal itching on (B)(6) 2021, parity 3, premature birth, gravida ii, parity 3, multi gravida and cramp on (B)(6) 2021, alcohol use, opiate analgesic supportive therapy, pain ankle, attention deficit hyperactivity disorder and anxiety on (B)(6) 2021, right lower quadrant pain, adnexal mass, uterine fibroids, nabothian cyst and abdominal pain on (B)(6) 2020 and loop electrosurgical excision procedure in 2004. Previously administered products included: percocet [oxycodone hydrochloride;paracetamol], diazepam, meperidine [pethidine], mirena, adderall and albuterol hfa. Past adverse reactions to the above products included: itching with percocet [oxycodone hydrochloride;paracetamol] and diazepam and itching and dermatitis with meperidine [pethidine]. Concurrent conditions were listed as pelvic pain female since (B)(6) 2021 and endometrial ablation since (B)(6) 2020. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy excision of sigmoid colon epiploica). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.1 kg. [Pathology test] on (B)(6) 2021: surgical pathology report: soft tissue, designated "epiploic of the sigmoid colon", excision: benign mature adipose tissue with vascular congestion and focal hemorrhage. Cytologic atypia or inflammatory cell infiltrates identified. Uterus hysterectomy: focal benign attenuated endometrium. No cytologic atypia identified. Benign myometrium with focal hyalinization: (history of prior endometrial. Ablation). Benign cervix. Fallopian tubes, left and right excision: benign fallopian tubes with luminal sterilization wires: history of essure placement; benign peri tubal cysts, right. Assessment: status post laparoscopic hysterectomy (primary encounter diagnosis) comment: benign pathology. Appropriate post operative course so far. Plan: encouraged continued restricted activity. [Pregnancy test] (date unknown): negative. [Ultrasound scan] on (B)(6) 2020: finding: transabdominal: the uterus is neutral and measures 7.8 x 3.2 x 4.9 cm. There was limited visualization of the endometrium and ovaries transabdominally. Transvaginal scanning was performed for better visualization of the endometrium and ovaries. The uterus is heterogeneous in echogenicity, which is nonspecific. Prominent myometrial and adnexal vessels are nonspecific. Impression: there is an echogenic structure within the lower uterine segment/cervical junction just superior to multiple nabothian cysts, measuring 0.6 x 0.3 x 0.4 cm, which could represent an endometrial polyp. No uterine fibroids. No ovarian or adnexal masses. The uterus is heterogeneous in echogenicity, with blurring of the endometrial myometrial junction. Findings raise the question of adenomyosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.